Event description:
It was reported that during biomedical inspection of this new pump, pump was powered on for the first time and pump alarmed for " system malfunction". There was no patient involvement with this reported event.